Manufacturer narrative:
Employee #2- it was reported that the employee was using the pill splitter for the first time to provide medications to patients and the employee cut the side of their hand. The employee had to go to the local emergency room for stitches at the time of the incident however the employee is reportedly doing fine now. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the employee was using the pill splitter for the first time to provide medications to patients and the employee cut the side of their hand. The employee had to go to the local emergency room for stitches at the time of the incident.

Manufacturer narrative:
Recall r-22-med12 issued on 5/11/2022.